Manufacturer narrative:
Additonal data: b5- the reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The patient experienced pigment dispersion. Reportedly "dr. (B)(6), noted today that he believes he is seeing pigment dispersion on a case that the lens was removed and then implanted. He would like a consultation." The lens was explanted and replaced. It was later reported "the patient is doing better and the pigment dispersion does not appear active anymore. The liberated pigment most likely came from surgery. Oct showed the icl vault to be at normal amount. I can't recall exactly. I think it was right at 500 microns. Iop has remained low. Vision excellent." Claim# (B)(4).

Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date: unk. Implant date: unk. Explant dare: unk. Device manufacture date: unk. Health impact- clinical code: 4581 - pigment dispersion. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed an icl implantable collamer lens, due to the surgeon noted pigment dispersion. Additional information has been requested but none has been forthcoming.